Event description:
It was reported that during preparation of a procedure, when test firing the laser, it was noted that the laser powered on but the power needed for the procedure was unable to be selected. The procedure was canceled. No injury reported.